Event description:
Information was received from a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported that therapy had not really worked for the patient like it had in the trial. The patient did not have a health care professional (hcp). Additional information was received from a patient. It was reported that the circumstances that led to the therapy not working like it did during the trial was incorrect placement. The patient also stated that no steps were taken to resolve therapy not working as well as the trial.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.